Event description:
It was reported that the patient implanted wiht this subcutaneous implantable cardioverter defibrillator (s-ICD) system expired while in the hospital lobby. The patient had a history of ventricular fibrillation (vf) and was paralyzed due to a previous stroke. The patient had a seizure while waiting for a swallow study and experienced a cardiac arrest. It was noted the patient had a concomitant non-boston scientific leadless pacemaker that had non-capture, which led to periods of asystole. During the arrest, eight treated episodes were stored, with normal shock impedance measurements. In the first treated episode, the patient was in a wide complex tachycardia at a rate of 160-190 bpm. T-wave oversensing was observed and the device delivered one shock that converted the arrhythmia. In the second treated episode, there was some undersensing observed, as well as t-wave oversensing and at 51 seconds detection was satisfied and the device shocked and converted rhythm. The third treated episode showed a wide complex tachycardia at a rate of 170 bpm with t-wave oversensing; five shocks were delivered with no conversion. The remaining treated episodes showed unorganized wide complexes that appeared consistent with cardiopulmonary resuscitation (CPR); shocks were delivered with no conversion. In the untreated episode, smart pass disabled due to a flat rhythm with asystole. At this time, there were no allegations against the s-ICD system in relation to the patient's death. The device shocks were deemed technically inappropriate due to the observed oversensing of the patient's arrhythmia that was under the programmed rate cut off.

Manufacturer narrative:
This report will be updated when our investigation is complete.